Manufacturer narrative:
Correction: health effect - impact code "4625 - additional surgery" was selected in error and should have been "4641 - unexpected medical intervention".

Event description:
It was reported that post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming changes were recommended.